Event description:
A trilogy 100 ventilator was returned to a third party service center for service. There was no reported patient involvement. During the evaluation of the device at a third-party service center, a ventilator inoperative error code was found in the device's error log relating to a motor failure. The technician recommends replacing the blower to resolve the issue. Additionally, the technician noted that the unit requires a new rear case due to cosmetic damage. Unrelated to the reportable malfunctions, the sound abatement foam was replaced. No further investigation is required.